Manufacturer narrative:
Additional narrative:(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the battery oscillator device did not work. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was determined that the control was defective. It was further determined that the tension screw plate fell down. It was further determined that the device failed pretest for check saw blade coupling and functional test. The assignable root cause was determined to be due to wear from normal use and servicing. It was determined that the issue with the tension screw plate falling down was escalated to a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.